Manufacturer narrative:
The product was returned. The product was identified as an oral-b precision clean brushhead. The use of abrasive toothpaste was identified as the main reason for the breakage of the brushhead.

Event description:
Brush head fell apart [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that twice while using an oral-b rechargeable toothbrush, version unk the oral-b precision clean brushheads fell apart. No symptoms developed.